Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contact philips for red x, chirp and error message at power on. There was no reported patient involvement / adverse patient impact.